Event description:
It was reported that a mild asymmetric vault was noted 3-4 weeks post bilateral implant. The lenses were repositioned using capsular tension ring (ctr) in both eyes (ou). The surgeon subsequently performed yag capsulotomies ou on (B)(6) 2014. According to the surgeon, capsular fibrosis ou was the likely cause of the event. The pt's current prognosis was reported as good. Additional information has been requested. This report refers to pt's right eye. Please reference MDR #2031924-2014-00038 for the pt's left eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.